Manufacturer narrative:
Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that a 12.6mm, vicm512.6, -5.50 diopter, implantable collamer lens was implanted upside down into the patients eye on (B)(6) 2022.the lens was removed and a replacement lens was implanted with no patient injury. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.